Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the rx locking / biopsy cap was punctured using a blunt tip needle. When a sphincterotome was pushed through cap, the sponge detached pushing it into the scope. A water soluble lubricant was not applied to the top of the biopsy cap prior to use. The sponge was retrieved from the scope using cleaning brush. The physician cancelled the procedure due to this event, however no patient complications were reported.

Manufacturer narrative:
Problem code: (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.